Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting tones. Upon interrogation, the device was found in a fallback safety mode, pacing at vvi 60 beats per minute with single zone defibrillation capabilities. The local guidant representative attempted to use restoration software to reset the device, without success. The device was explanted, replaced and returned to guidant for analysis.